Manufacturer narrative:
Technician reported the event and an investigation is underway to determine how many sensors in the identified lot were affected. No pt results were impacted as the mislabeled sensor was identified during installation of the instrument.

Event description:
A rapidlab 1200 series glucose sensor was discovered to be incorrectly labeled as lactate at a customer site. Product was discarded by customer. The "lac" designation was printed directly on the glucose sensor and should have read "glu". Primary product packaging was correctly identified as glucose. The mislabeling could cause a customer to install the sensor into the lactate sensor position on the instrument and lead to incorrect results being reported.